Manufacturer narrative:
(B)(4). Concomitant medical products: item:154725, item name: oxf uni tib tray sz d rm PMA, lot number: 306450; item:159577, item name: oxf anat brg rt md size 5 PMA, lot number: 685630. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00353; 3002806535-2022-00354. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years after initial implantation, the patient underwent revision from partial to total knee prosthesis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.